Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the data logs showed that the pump stopped immediately upon the sudden occurrence of the "impella stopped - rpm deviations" alarm (alarm 115) with the ps and mc simultaneously railing to 3000 and 30000, respectively, indicating that the cables in the catheter had been damaged at this time. The pump was returned with the catheter completely severed. The optical sensor lumen had been dislodged from the catheter. A significant catheter kink was observed near the red handle. Within the red handle, there was damage to the motor cable lines, with necking and discontinuity observed between the pcb and the catheter. Additionally, the optical fiber ferrule and lumen were broken. Electrical resistance testing confirmed that there were open lines on all 3 motor phase cables between the pcb and catheter. Additionally, the ol was recreated by stretching the motor cables. The connections between patient cable and the red handle were intact. In conclusion, it was determined that the root cause of the pump stop was an open line due to excessive tensile force on the catheter. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, as the patient was being transferred, a pump stop alarm was received. The medical staff attempted to restart the device but were unsuccessful. It was reported that the initial impella pump was explanted, and an intra-aortic balloon pump (iabp) was placed for support. The procedural outcome was the patient survived surgery.